Event description:
Boston scientific crm received information that this right ventricular (rv) defibrillation lead was exhibiting early signs of a fracture. Oversensing was noted and the patient was symptomatic. The device was programmed to least sensitivity. The caller wondered if rate smoothing or increasing the lower rate limit could provide additional pacing. Technical services (ts) discussed that there is no programming/algorithmic solution for oversensing other than sensitivity. The caller will discuss with the physician. No adverse patient effects have been reported.

Manufacturer narrative:
All available information indicates that the lead remains in service. There is no additional information available. If additional information becomes available the event will be updated.

Manufacturer narrative:
It was later reported that the pace/sense portion of the rv lead was surgically abandoned due to oversensing and pacing inhibition. A new pace/sense lead was successfully implanted. The defibrillation portion of this lead remains in service. As the lead will not be returned, clinical observations cannot be confirmed. There is no additional information available. If additional information becomes available the event will be updated.